Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed noise, oversensing and pacing inhibition. Isometrics were performed which recreated noise as well as low pacing impedance measurements. High thresholds were also noted. The patient was seen for a revision procedure where the device was explanted and the rv lead was capped. The device was noted to have prematurely depleted due to the increased pacing output on the rv. There were no adverse patient effects reported. The device has been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.